Event description:
It was reported that during a shoulder rotator cuff repair surgery the teeth of the setting tool bent/broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3610ctc serial/batch number (B)(6) was received for investigation. Upon evaluating the device, it was noted that one of the crown edges was worn down. The shaft was also bent. Functional testing was not performed due to the device tip being bent. The most likely cause for the reported failure can be attributed to user error of the devices due to side-loading the devices during use.